Event description:
Reporter alleged, obtaining a discrepant blood glucose result of 155 mg/dl on the advantage system compared back to back with a result of 70 mg/dl on the dr's meter, when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated, that she self-treated with orange juice provided by her dr. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.